Event description:
Boston scientific received information from the patient stating the communicator does not power on following a storm. A replacement power supply was shipped to the patient.

Manufacturer narrative:
The power supply was returned for analysis. The post market quality assurance lab confirmed no output from the power supply. The communicator was later returned and the reported allegation wasn't confirmed.